Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the up and down arrow buttons had a delayed response to presses. The reporter confirmed that the buttons were still functioning to safely use the pump. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the original keypad malfunction was unable to be duplicated. There was no damage observed on the keypad and all the buttons were responsive to user input. When the keypad was removed, there was contamination present under all the button contacts. Unrelated to the original complaint, it was noted that when the pump was powered on, the display appeared to be dim and discolored. Additionally, there were two battery compartment cracks above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.